Manufacturer narrative:
Most recently, pace impedance measurement data was being analyzed specific to a small population of this model of device. The experience was noted as individual daily pace impedance measurements in the ra channel for which the recorded values were intermittently out-of-range or more than 500 - greater than the prior-seven-day average, returning to more typical values thereafter. This behavior was apparent within the past year. There were no changes to either the associated device or this lead as a result.

Manufacturer narrative:
To date, this ra lead and ICD remain actively in service. If new information were to become available, this report will be further evaluated and updated. Until such time, the investigation is considered closed.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit greater than 2,000 ohms pace impedance intermittently. The patient was noted as not pacemaker dependant. Noise oversensing was observed on the ra channel with isometrics of when the patient would raise their arms above their head. The local area sales representative confirmed that the patient had not had any syncope or any adverse affects. The patient was in a rehabilitation unit for an unrelated matter.